Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the ring was explanted and replaced. The reason for replacement was not reported. No additional adverse patient effects were reported.